Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had loss of audio safety notice and insulin pump failed the beep test. Customer reported they did hear beeps when audio volume settings were saved and they did hear the differences between the two audio or sound beep volumes. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.